Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the clamp with the refills does not cut or staple. They changed reload without success and after changing pliers everything went back to working. There was no patient injury.